Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l44924, implanted: (B)(6) 1997, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative through a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal bupivacaine 15 mg/ml at 5.5 mg/day and morphine 25 mg/ml at 9.176 mg/day. The indications for use were non-malignant pain and chronic low back pain. The patient had a pump replaced for normal battery depletion (not related to a therapy or device complaint). During the replacement, the hcp noticed the pump connector was still attached to the pump, but it was damaged. The pump connector was also replaced at that time. There were no symptoms reported. There was no troubleshooting performed. The cause of the damaged pump connector was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.